Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected failed battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer stated they also got failed battery alert. Customer stated drive support cap was normal. Customer was able to complete insulin pump rewind. Customer stated motor error almost every 3 days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.